Event description:
It is reported that the pt is experiencing drainage from the surgical site. An additional surgical procedure is set for (B)(6) 2015 to have the incision cleaned and restapled.

Manufacturer narrative:
This report will be amended when our investigation is complete.